Event description:
It was reported that a li61aor lens was inserted and immediately removed from the pt's eye due to a posterior capsule tear. An anterior chamber lens was successfully implanted. Additional info has been requested but has not been received to date. Please reference MDR#: 1119279-2011-00187 for the delivery device.

Manufacturer narrative:
The lens was returned to b&l. Visual inspection found one haptic bent. The cause of the damage cannot be determined. Functional testing could not be performed due to the returned condition of the lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Inspection and test records indicate that this lot conformed to specification at the time of release. Based on the info available, the root cause of the event cannot be determined.